Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, post-paced t-wave oversensing was observed on a stored egm. The patient was asymptomatic. Programming changes and further testing were recommended.